Event description:
Pt was brought to the operating room with a small bowel obstruction and admitted on (B)(6) 2004. The obstruction resected and the bowel was anastomosed with a ta 60 staple gun. Prior to closing the abdomen, the closure looked good. Forty eight hours later, the pt complained of pain and was experiencing bleeding. The pt was brought back to the operating room and it was determined that the anastomosis was disrupted due to staple failure. Pt is now doing well.